Manufacturer narrative:
Results code 213: a review of the manufacturing records indicated the lots met pre-release specifications. The gore® tigris® vascular stent was returned to geprovas, independent laboratory, for investigation. The scope and results of the investigation were summarized and a report was submitted to w. L. Gore & associates. An explant investigator (ei) at w. L. Gore & associates reviewed the report. The following is a summary of the ei observations: tissue present: yes device is fully encapsulated in white to yellow biologic tissue. The lumen is obstructed with dark red/brown biologic material. Device patency could not be determined with the information provided. The specimen containing the devices retained a ¿j¿ shape. Request for additional analysis: yes reason: level 2 analysis was requested from geprovas but could not be provided. The device was sent to cvpath institute for mct and histological analysis as part of a study. As information revealed that another gore® tigris® vascular stent was involved in the medical device incident, the second gore device will be also reported to the FDA under the MFR report #2017233-2018-00693.

Event description:
On (B)(6) 2018, two gore® tigris® vascular stent¿s were implanted within the left popliteal artery. It was reported to gore that on (B)(6) 2018, the gore medical devices were explanted during a left transfemoral amputation because of the bad evolution of the left lower limb.

Manufacturer narrative:
The gore® tigris® vascular stent was returned to geprovas, independent laboratory, for investigation. Additional analysis revealed new findings. The scope and results of the investigation were summarized and a report was submitted to w. L. Gore & associates. An explant investigator (ei) at w. L. Gore & associates reviewed the report. Tissue present: yes. Devices are fully encapsulated in white to yellow biologic tissue. The lumens are obstructed with dark red/brown biologic material. Device patency could not be determined with the information provided. The specimen containing the devices retained a ¿j¿ shape. Review of the level 2 analysis, showed the devices were deployed in a dissected artery; arterial tissue pathology was consistent with atherosclerotic disease. In addition, due to the short implant duration, healing could not be assessed. Request for additional analysis: no. Reason: level 2 analysis was requested from geprovas and a complimentary report was provided summarizing the cvpath results. Based on the ei's review of the level 1 and 2 geprovas reports, no additional analysis is requested. As information revealed that another gore® tigris® vascular stent was involved in the medical device incident, the second gore device will be also reported to the FDA under the MFR report #2017233-2018-00693. Initially this incident was reported under MFR report #2017233-2018-00692.

Manufacturer narrative:
Correction of conclusion code.